Event description:
Report received of an under-delivery of pitocin. The pitocin drip was mixed with 10milli units of pitocin in 1000ml of lactated ringers. The customer contact could not recall the rate of infusion. It was reported that when the infusion was initiated, drops were noted in the drip chamber. According to the customer contact, "several hours later" the patient was experiencing "hard contractions and decels" and the pitocin drip was stopped. At this time, it was noted that the pump display indicated that 230ml had been infused, but there was reportedly less than 100ml gone from the IV bag. There was no reported adverse patient event. The tubing was reported to be in the correct position under the pump door within the tubing channel. Though requested, there was no further information available.